Event description:
A volume discrepancy was reported; the actual residual volume (20ml) was greater than the expected residual volume (3.9ml). Healthcare provider (hcp) also noted that the patient had travelled overseas. No further information was provided. Additional information has been requested, but was not available as of the date of this report.